Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a plasma disc decompression procedure, the tip of two perc dc wands detached and remained in the same cervical disc. It was reported one of the wands had touched the endplate while the physician had performed coblation. There is no plan to reoperate to remove the fragments remaining in the pt's cervical disc. There have been no reported pt complications.

Manufacturer narrative:
The device was not returned following the procedure, therefore, a complete investigation could not be performed. A review of the lot history record was performed. The device met all specifications. It was reported one of the wands had touched the endplate while the physician had performed coblation. In the instructions for use for the device, the following warning is provided regarding the advancing of the wand during treatment: "caution: do not maneuver or advance the access needle with the wand inserted." Two perc dc wands were used in the procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2007-00072 and 2951580-2007-00087.